Event description:
It was reported that on (B)(6) 2022, a 27mm epic mitral valve was implanted in the patient. Three years after implant, a mitral stenosis and mitral regurgitation was noted. The valve got explanted. The examination of the explanted valve showed pannus-related stiffening and there was a hole in the leaflet. A non-abbott valve was implanted as an alternative device. The patient was reported stable.

Manufacturer narrative:
If device is returned, the manufacturer will assume destructive analysis can begin 10 days following issuance of this initial incident report, unless the national competent authority contacts the manufacturer within this time frame opposing a destructive analysis of the device.